Manufacturer narrative:
While speaking with olympus technical support, troubleshooting was performed by rebooting the system and connecting a scope but was unsuccessful. The reporter was notified to confirm a good video signal from the olympus device prior to contacting provation. After multiple attempts were made to contact the customer, it is unknown if the issue was resolved. The investigation is in process and a supplemental report will be submitted upon completion.

Event description:
It was reported to olympus, when using the device, there is a black image in provation. The user facility reported the pictures do not show in provation but the live image can be viewed in provation. When the image is captured it goes to a blank or black screen inly in provation and the other monitor in the room remains with a valid scope image. The provation shows not connected and unable to reinitialize. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an issue with the cable between the device cv-190 and other company's device. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. The customer informed us the event did not involve an olympus device. Therefore, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.